Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is 1 of 3 allegations of inaccuracies that had similar event details. Related records: (B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced a possible reportable event. The patient stated that on 3 separate occasions, they were hospitalized due to a hypoglycemic event. Even though it was confirmed that these were 3 separate events, the information reported for these events was the same. This medical review is to document sensor 1/3. Around the time of these events there would have been a 20-to-30-point difference between the cgm and a blood glucose reading, but it was unknown if this was during the time the patient was sent to the hospital. There were no symptoms reported and no specific cgm reading was reported. The blood glucose reading would have been around 40 mg/dl, and the patient received intravenous treatment with glucose. It was unknown how much time the patient spent at the hospital, but the patient stated they were hospitalized. At the time of the report the patient was stable. It has been reported that there was a difference in readings of 20-30 points. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.